Event description:
I purchased amo complete multi-purpose solution for contacts at a local store in 2009. The expiration date on the box was october 2009. The box was difficult to open from the top flap, like it had extra glue on it. I had to rip through the box from the side. I pulled out the bottle & noticed that the opening of the safety seal was towards the side of the cap & not on top where it usually is. I used the solution that evening & worn my contacts all day the next day. It wasn't until I was going to take out the contacts & clean them that I noticed the date on the bottle was april 2010. Remembering that the box had october 2009 as its expiration date, I checked the lot number, which was also different. I was able to compare the contact solution in question with the same brand of contact solution that we already had. Worried about tampering or contamination of the new bottle, I checked how easy it was to twist & remove the cap from the bottle we had at home. It was difficult to turn & harder to remove. The cap from the bottle in question turned easily & I was able to take off the cap even easier. There was a brownish mark on the lip of the bottle, right under the cap. I was alarmed with this product. Dose or amount: lens case full & rinsing. Frequency: two times. Route: ophthalmic. Dates of use: 2009. Diagnosis or reason for use; I purchased it to clean & disinfect my soft contact. I purchased it to clean & disinfect my soft contact. Event abated after use stopped: no.